Event description:
The customer reported that while the intra-aortic balloon pump was in use on a pt who was being transported by helicopter, the monitor shut down. The cusotmer cycled the power and the monitor came back on. No pt injury was reported.